Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A chr review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the catheter was inserted. On four days later, the result of blood culture showed streptococcal infection, and three days later, the PICC was extracted for inspection. The result also showed streptococcal infection.